Event description:
It was reported that this right atrial (ra) lead was explanted, and the atrial port was plugged one month after implant. Additional information was requested from the field regarding the event; however, no further information was available. No additional adverse patient effects were reported.